Event description:
It was reported that the downstream occlusion (dso) seal was unattached and peeling off at the corners and middle portion. The screen was also scratched. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the last 12 months. The reported issue was validated through visual inspection. The downstream occlusion (dso) seal was replaced. Further inspection found a defective upstream occlusion (uso). The dso and uso seals were calibrated. The device then passed all tests after the repairs.